Event description:
Insulation break, out-of-package failure. A lead from a different manufacturer was used for the procedure.

Event description:
The lay reporter / wife contacted lfs on (B) (6) 2010 alleging inaccurate high readings on her husband¿s one touch ultralink meter. A medical surveillance specialist (mss) spoke to the patient on june 17, 2010 and obtained the following information. The patient mentioned that on the early morning of (B) (6) 2010 at around 2:15am, the patient woke up and was unable to focus and was having vision problems. He claimed ¿ I could not see¿. The patient then tested his blood glucose and obtained a result that was high. The patient mentioned that the night before he had also obtained a high reading and had taken insulin based on the elevated result. He does not recall any of the readings he had obtained on the meter. Due to the high reading on (B) (6) 2010 and because he was complaining he could not see, his wife contacted the paramedics. When the paramedics arrived, they tested the patient¿s blood glucose and obtained a result in the 30¿s and treated him with IV glucose. The patient was not taken to the ER. The patient does not recall what his reading was prior to the paramedics leaving; however, he claimed he felt better shortly after the treatment. The test strips were in good condition and not expired. The test strip vial was not cracked or broken. A quality control test was not done since the patient did not have any control solution. The products were replaced. The complaint is being reported since the patient alleged that he took insulin based on the meter result, and the following morning developed symptoms and had to be treated by the paramedics for a low blood glucose result in the 30¿s. .

Manufacturer narrative:
Information was not provided. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed testing with no faults found. In addition, the retain test strips were tested and no faults were found. If any additional information is available, the FDA will be notified in a third follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
(B)(4). The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The account alleges that the head section was drifting downward.